Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer's policy. Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email. No tests/laboratory data available. The implant or explant dates are not applicable to this device. Visual and microscopic inspection of the returned device noted damage. The core wire was exposed and presented a sharp edge, a small portion appeared to be missing. It could not be determined when separation of the manufacture's device occurred. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
It was reported during pullback in a therapeutic peripheral procedure, the manufacturer's catheter got stuck and the wire and catheter came out together and it was sheared and wire was snapped and came apart. Everything was removed and no additional intervention was required to remove the device. A second catheter was used to complete the procedure. No patient injury occurred. Vessel tortuosity: slight. This report is being submitted because a separation occurred during the procedure. There is a potential for harm if it were to recur.